Event description:
The customer reported the battery was not detected and the battery connector had broken prongs (pins). There was no reported patient involvement.

Manufacturer narrative:
Pr#: (B)(4).